Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient had been receiving inadequate coverage due to high impedance. Reprogramming attempts to provide resolution were unsuccessful. As a result, the patient's lead was explanted and replaced (with a different model). Surgical intervention resolved the patient's issue.